Manufacturer narrative:
Additional information was received: the catalog number is pg1260pmw. The lot number is unknown. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 142 cm. Sds rx genesis mounted on an amiia 6.0 x 15 balloon catheter (bc) became stuck on the edge of the previously implanted palmaz genesis 6 x 12 stent. The palmaz genesis 6 x 12 stent was deployed successfully but did not fully cover the target lesion and remained distal to the lesion. After additional dilatation was conducted with an unknown balloon catheter, the physician tried to cross the lesion again for twenty (20) minutes, but was not successful. Therefore, it was removed from the patient, and new stent was placed to the target lesion. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the renal artery. The lesion was reported to be: a 99% stenosis, not calcified and moderately tortuous. Additional information has been requested.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 142 cm. Sds rx genesis mounted on an amiia 6.0 x 15 balloon catheter (bc) became stuck on the edge of the previously implanted palmaz genesis 6 x 12 stent. The palmaz genesis 6 x 12 stent was deployed successfully but did not fully cover the target lesion and remained distal to the lesion. After additional dilatation was conducted with an unknown balloon catheter, the physician tried to cross the lesion again for twenty (20) minutes, but was not successful. Therefore, it was removed from the patient, and new stent was placed to the target lesion. The procedure was finished successfully. There was no reported patient injury. The target lesion was the renal artery. The lesion was reported to be: a 99% stenosis, not calcified and moderately tortuous. Additional information received indicated that there was no reported product issue or inaccurate placement in regards to the deployment of the palmaz genesis 6 x 12 stent. In regards to the 142 cm. Sds rx amiia 6.0 x 15 bc there was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the device history record (DHR) review could not be performed. According to the instructions for use; prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. When treating multiple lesions, the lesion distal to the puncture site should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chance for dislodging the proximal stent. The reported ¿inaccurate placement¿ could not be confirmed as the device was not returned and films were not provided for analysis.

Manufacturer narrative:
(B)(6). Concomitant products: 142 cm. Sds rx genesis mounted on an amiia 6.0 x 15 balloon catheter. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.